Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mal position of the device was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the needle caught tissue likely due to the calcification and patient high bmi likely contributed. Additionally, the tissue capture and tear by the foot of a prior unit may also have contributed to the backwall stitch. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure de-vice procedures.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the physician did not pull the plunger of the first prostyle device taut; therefore, the suture was cut on the white portion [link] which made harvesting the suture a bit more of a challenge as the suture had to be manually pulled taut to remove slack. The suture of the first prostyle device was successfully pre-placed. The second prostyle device was stuck during removal from the anatomy as the foot did not close completely. The device was removed against resistance. The foot remained intact. A very small piece of tissue was noted to be lodged under the foot; no treatment was required. The suture of the second prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the tavr procedure was completed. Post procedure, after tightening the successfully pre-placed knots of the first and second prostyle devices, good closure was not obtained. Upon forcefully advancing the third prostyle device into the anatomy, the device bent because of the amount of pressure being held on the groin. The prostyle device was removed easily without being deployed, it was deployed outside the patient anatomy. A fourth prostyle device was advanced over the wire successfully, pressure was eased on and it was easily advanced. The device was deployed correctly and without issue, the result was a dry groin with no hematoma. The adjacent sheath on the right groin was used to look at left arteriotomy. A pinch above the bifurcation was discovered, a back wall stitch occurred. Although there was still distal flow to the left foot, the artery was ballooned anyway; however, there was no improvement. A non-abbott stent was then placed which appeared to restore the artery to the way it looked prior to procedure. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.